Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and the reported lot met all release criteria. Visual/microscopic inspection: the device was returned for evaluation and fiber disturbance was noted to the balloon, loose fibers were identified 4.9cm from the distal tip. No other anomalies were identified to the device. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in house 0.035¿ guidewire, and it passed with no issues. The inflation hub was then connected to an inflation device and an attempt was made to inflate the balloon with water. Upon inflation, water was observed exiting from the fibers, 4.8cm from the distal tip. The balloon fibers were then stripped and a pinhole rupture was observed 4.8cm from the distal tip. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no images/photos were provided for evaluation; therefore, a review could not be performed. Conclusion: the investigation is confirmed for a pinhole rupture on the barrel of the balloon. The investigation is confirmed for material frayed, as the balloon fibers were loose at the location of the rupture. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: - do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. - when the catheter is exposed to the vascular system, it should be manipulated while under high quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Precautions: - if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. - if resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon catheter allegedly ruptured at 30 atm in an in-stent restenosis. There was no reported retraction difficulty through the sheath. Reportedly, the procedure was completed with another balloon catheter. There was no patient injury reported.